Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 2. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 2. A fluid leak was subsequently discovered. The fluid leak was discovered in step 9 of treatment complete. Fluid was not found in the pump module area nor on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Additional information has been requested, however to date has not been provided.